Event description:
While using the harmonic ace scalpel, an error code 5 was coming up. Tried fixing the problem but nothing was working. Opened a new disposable hand piece and machine worked fine. Patient was not harmed during this time.